Manufacturer narrative:
The device was received for evaluation. During evaluation, it was observed the number 4, 5 and 6 keys on the bottom on the keypad did not operate. The cause was a failing keypad, which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the number 4, 5 and 6 on the bottom on the keypad did not operate. No additional information is available.